Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not reading helium pressure properly. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation , investigation findings, component codes, investigation conclusions), h11 corrected feild : b5, h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. Staff reports helium display on user interface does not match the helium gauge on cart. Able to confirm. Unable to calibrate pressure transducer. Replaced pressure transducer (0682-00-0091-01) on the high pressure helium regulator and o-ring (0354-00-0209). Able to calibrate transducers. Both gauges match. Functional testing and safety check to factory specifications. Unit passed all function and safety tests per factory specifications. Returned to customer. This part was received with a reported unit failure message of not reading the helium pressure properly. Performed visual inspection of this part received and found transducer cable loosen and looks like getting damage from inside. This probably cause of not reading helium pressure properly.the fat dept. Can not be investigated this part with cardiosave test fixture because it might harm cardiosave test fixture. Retaining transducer in the fat dept. Per company procedure.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) is not reading helium pressure properly.there was no patient involvement.